Event description:
The reporter stated he recalled that he had gotten the er1 message, but "thought nothing of it." At the time he was experiencing severe low back pain which led to hospitalization and a diagnosis of kidney stone. During his hospitalization he had an initial lab draw of 662 mg/dl. The reporter stated that since his hospitalization, his blood glucose has been in the 100 to 150 mg/dl range, and they alleged no harm was caused by the surestep meter.